Manufacturer narrative:
Correction: this report is being supplemented to provide additional information based on the approved investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.

Event description:
It was reported there was no image. The issue occurred reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to inform correction is being made to previously submitted g3 in the 1st supplemental report - date received by manufacturer (g3) which was not late. The correct date was 03/05/2025 and not 03/03/2025.